Manufacturer narrative:
According to sophysa in-house process, the probe 15c02769 has been analyzed by our quality control laboratory. The sight shows that the catheter is fold at nearly 100 mm of the dongle shell. Some deposits are present on the silicone of the membrane. Once connected to a pressio monitor, the error 001 was confirmed. Then, the catheter has been opened and it was observed that the green and orange micro wires inside were broken. This breakage is probably due to an excessive traction on the tubing of the probe. The icp pressio catheters are flexible, but cannot be bent in a such way without inducing an impairment.

Event description:
The catheter showed e001 error after been implanted 6 days.